Event description:
It was reported that the patient presented remotely via merlin.net and in clinic. Upon review, it was noted that the right atrial (ra) lead exhibited high pacing impedance and episodes of over-sensed noise resulting in inappropriate automatic mode switch (ams). A lead fracture was suspected. The lead was explanted and a nd a leadless pacemaker was implanted successfully. The patient was in stable condition.